Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The event was reported to have occurred on an unknown day in (B)(6) 2019.

Event description:
It was reported that a spectrum pump had a battery that was inoperable and would continue to alarm. The event occurred in the critical care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.